Event description:
Customer claims the alarm sensor 1 port does not trigger the alarm, when weight is released from the sensor pad. The sensor 2 port works fine. No pt injury reported. Posey inspection shows the sensor 1 port alarms with weight on the pad.

Manufacturer narrative:
.